Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was not confirmed as the implactor pad was not returned. Visual examination of the returned product identified wear and tear on the strike plate and shaft. As the pad was not returned, further analysis could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to use-error as the tips of the impactor is epoxied onto the shaft threads, and therefore not to be disassembled for sterilization. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) . G2: canada h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
It was reported that the tip of the impactor split when the nurse was prepping the instruments before the case. This is due to the sterilization staff unscrewing the tip from the shaft when sterilizing the instruments. Since this happened before the surgery started, they proceeded to open the fractured tray to use that impactor. All went well and surgery was a success. There was no adverse events as a result of the malfunction. Attempts have been made and there is no further information at this time.